Event description:
Customer called to report that she had low blood glucose. Customer stated that she went to the hospital, but was not hospitalized she was treated and released. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.